Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The stylet insertion test failed. Destructive analysis found blood obstruction in distal conductor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the stylet got stuck in the lead. A different lead was implanted. No patient complications have been reported as a result of this event.